Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated that there was no picture on the system. The fse reported that the system intermittently goes to max kv/ma and the images go black. This issue could cause the system to become unusable due to the inability to view the live image. There is no report of patient injury or death.